Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter was physically damaged after lightening hit. The device metal prongs were burnt and blackened. The device was replaced.